Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked and broken tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that a cracked tubes were found before use with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter. "They received two separate lot numbers of damaged bd vacutainer tubes. Catalogue# 364606. They have received # 364606- acd solution a blood collection tubes with cracked and broken tubes in the shelf pack. I have 2 damaged shelf packs which are going to be shipped to (B)(6)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8215586. Medical device expiration date: 2020-08-31. Device manufacture date: 2018-08-03. Medical device lot #: 9065711. Medical device expiration date: 2021-03-31. Device manufacture date: 2019-03-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked tubes were found before use with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter, "they received two separate lot numbers of damaged bd vacutainer tubes. Catalogue# 364606. They have received # 364606- acd solution a blood collection tubes with cracked and broken tubes in the shelf pack. I have 2 damaged shelf packs which are going to be shipped to (B)(4)."